Event description:
It was reported that when the device was on the pt had tingling on the right side, from the elbow to the fingers, that began one and a half weeks ago. She also experienced tingling on the left side, specifically from the left lip to the top of the head that has since gone away in the last one and a half weeks. In the last 3 days, the pt had dizziness with the stimulation on but the tremors were controlled. There was no known accident or incident associated with the complaint. Movement did not cause any changes in stimulation. Impedance measurements on the left lead ranged 749 to 875 ohms with an open circuit seen with electrode #3. A short was noted on electrodes 1 and 2. The pt was programmed on the left at can +, electrode 1-, 1.7 volts, pw 60, rate at 170. The device system on the right side had normal impedances. It was noted that both batteries were good. Subsequently, the physician determined that the lead on the left side was broken. The lead was replaced and it was noted that the pt had a positive outcome in tremor and reduction based on macrostimulating in the operating room.

Manufacturer narrative:
(B)(4).